Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit has no ac mains led and the unit would not power on. The customer verified that the circuit breakers are powered on and the power cord is fully engaged. The customer reported there was no patient involvement.

Manufacturer narrative:
The complaint has aged beyond 90 days and no parts have been returned for evaluation, therefore a device evaluation cannot be performed and the investigation results are not available for a customer response. If the customer contacts phillips for further information or the device is received for investigation, the complaint will be re-opened and investigated.